Event description:
It was reported that the procedure to treat a moderately calcified, moderately tortuous left circumflex artery that is 90% stenosed. The 20/30 indeflator gauge was noted to not be able to hold pressure at 20 atmospheres. It would only go up to 15 atmospheres. A new indeflator was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed a potential product quality issue. Additionally, a review of the complaint handling database identified eight other similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.